Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic around the top of her reservoir compartment was cracked and the reservoir began to come loose. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A test reservoir was installed and did not lock into place due to broken reservoir tube lip. The insulin pump was received with minor scratched display window and cracked battery tube threads. The insulin pump was missing the end cap sticker and reservoir tube o-ring.